Event description:
It was reported that the customer's blood glucose level was 400 mg/dl. The customer stated that he received a low battery alert from his insulin pump, but he was unable to remove the battery cap to change the battery. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had a stripped battery cap coin slot, minor scratches on the display window, a cracked case at the display window corner, cracked reservoir tube lip and a scratched reservoir tube window.